Event description:
One attempted a 1 week post treatment follow-up with the patient, left a message. Patient's family member in return left a message stating that patient was admitted to the hospital for vomiting, diarrhea and abdominal pain in 2001.